Manufacturer narrative:
The initial reporter phone number that was provided is (B)(6). The initial reporter fax number that was provided is (B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter water leaked from inside the balloon after about 7 hours of placement and received a requested to investigate the following three points that are presence of pinholes in the balloon, normality of the syringe connection and presence of defects in the inflation lumen.

Manufacturer narrative:
The initial reporter's phone number: (B)(6). The initial reporter's fax number: (B)(6). The reported event is unconfirmed as the product meets specifications. Received a 3-way temp sensing catheter with cut portion of inlet tubing and a straight tipped syringe. Verified material number 119314 and manufacturing lot number ngjw2607. Visual inspection noted no obvious observations. During testing, balloon inflated with 10 ml of solution using the returned syringe and the balloon rested with no leaks. Deflated balloon passively in 53 seconds with no cuffing noted. This is within specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Corrections: d, e, h UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter water leaked from inside the balloon after about 7 hours of placement and received a requested to investigate the following three points that are presence of pinholes in the balloon, normality of the syringe connection and presence of defects in the inflation lumen.